Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced a/b reagent valve (hamilton valve, part number 970835) and bubble generator assembly (part number 466160) to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the unicel dxc 800 synchron system generated multiple false low actm (acetaminophen) patient results. The customer noticed fluid was leaking from reagent probe a. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.